Event description:
It was reported that hours after implant, the lead had dislodged into the right atrium. It was noted that there was anomalous patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.